Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula retracted inside of the sensor. Unable to confirm if the customer received sensor damage due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor anomaly alarm occurred. After the sensor was inserted, the transmitter did not blink. Sensor was then removed and the cannula was missing. Customer's blood glucose level was unknown. Customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.